Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. The surgeon tried to loop the firing handle but the device just moved a bit then stopped. The surgeon used another reload and did firing process normally. There was no patient injury.